Event description:
Related to MFR report #2183959-2010-00286. The patient was implanted with a sling using the sparc system to treat urinary incontinence. "Since that time she has had trouble urinating and has had to catheterize herself." On (B)(6) 2008: pre and post operative diagnosis "urethral obstruction, status post urethropexy." The patient had a revision surgery due to urethral obstruction. The physician removed as much sling material as was palpable and all that he could see. The entire urethra seemed to be freed of any obstruction material. Cystoscopy was then carried out and was completely normal. On (B)(6) 2008: patient was still having trouble emptying her bladder, and at night she had frequency and urgency. "Obstruction ruled out." Temporary alternative treatment (interstim) was administered for urinary incontinence. On (B)(6) 2009: "she never really responded to interstim because it did cause pain radiating down her leg." Issues of urgency and voiding in small amounts continue. The patient still requires catheterization. She has a "thick area in her vagina that may be related to either scarification or the actual graft material." She also has dyspareunia as a result. On (B)(6) 2009: "assessment is bladder outlet obstruction, overactive bladder syndrome and type 1 urinary stress incontinence." On (B)(6) 2009: "patient still cannot urinate. Urodynamics showed obstruction despite the urethrolysis. There is a hard area that may be sling material "that has crawled up on itself." On (B)(6) 2009: patient complains of dyspareunia, incomplete bladder emptying, nocturia, urethral pain, pain in hips, shoulders, arms and legs. Physician notes "widespread myofascial pain and polyarthralgias." On (B)(6) 2009: "cystoscopy and trans vaginal excision of vaginal wall mass for dyspareunia, bladder outlet obstruction symptoms, vaginal pain and atrophic vaginitis. "Exam of the anterior vaginal wall appeared to be mesh by palpation that had been rolled and had formed a firm area of obstruction. The mesh was cut at the midline to the level of the bladder. After separation from the vaginal wall and the bladder tissues, two masses of mesh were excised." "Subjective symptoms of diagnosis are "eroded sling, incomplete emptying, urethral pain." Her surgery was quite extensive and she "had to be readmitted for postop bleeding." On (B)(6) 2009: follow-up visit. "Patient complains of constipation, incomplete bladder emptying and urinary incontinence." "Transvaginal takedown of sling" by the physician "did relieve her pain and dyspareunia and enabled better bladder emptying. She still has to catheterize 3 times/day." On 03/26/2010: report on patient lists "weight gain, dyspepsia, reactive airway disease, insomnia, female stress incontinence, fibromyalgia, and kidney stones.